Manufacturer narrative:
Investigation of the reported event has been completed. Our distributor investigated the system. According to the information provided by the distributor, the issue has been solved by replacing 4 nozzle units (one for each gas module) and patient cassette and calibrating apl valve. No parts have been returned for the further analysis of the issue. Evaluation of the device logs shows occurrence of airway pressure high and air supply pressure high alarms. However, it has not been determined if these are related to the reported failure. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/01/2017. Corrected manufacture date: 11/27/2017.

Event description:
Manufacturer´s ref. # (B)(4).

Event description:
It was reported that the anesthesia system generated a strange sound during patient treatment. Alarms for high airway pressure had been generated. No patient harm was reported. Manufacturer´s ref. # (B)(4).